Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) has not investigated the cardiohelp-I device. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary (B)(4). A supplement medwatch will be submitted when additional information becomes available. (B)(4).